Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a skin graft procedure, one device had malformed "l" shaped staples, one device would not close and with one device, the staples were jamming. Another device was used to complete the procedure. No adverse consequences reported. The devices were discarded.